Event description:
Customer indicated mixer used as part of cardio bypass system. Reported insufficient oxygenation.

Manufacturer narrative:
Original inquiry related to device maintenance. After mixer received further correspondence indicated device was in use when condition noted. Evaluation of device revealed damage that would have precluded use if IFU had been followed. The oxygen saturation knob had been damaged and was not able to be turned past 50%. This condition prohibited proper operation of the mixer. Product labeling requires performance checks of the equipment prior to placing the product on a patient. Conclusion is lack of recommended maintenance and mishandling / damage to device. Mixer to be repaired and returned to customer.